Event description:
During a routine device exchange, the device was explanted and a portion of the header detached on the table. The new device was successfully implanted. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of header anomaly was confirmed. Visual inspection of the septum, setscrew, and contact spring reveal the right ventricular septum did not intact and fell out. The issue was related to manufacturing. The device functioned properly and according to its programmed settings. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.